Event description:
Bag was filled with tpn solution, when pt went to hang, the seam split causing solution to spill out. Bag is a 3 liter, but was only filled with 2700 ml. Facility has suspended use of all pdi bags until they know what defect is.